Event description:
It was reported that during a knee procedure using a quantum 2 controller, the controller was displaying error codes upon connecting the wands. After getting error codes using 4 different wands, the procedure was delayed for 35 minutes while a new quantum 2 controller was retrieved. The procedure was completed successfully with the backup device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. All of the ablation and coagulation voltage output readings were within specified ranges. The customer's complaint could not be verified and a root cause could not be determined in association with the subject controller, as the device performed within specifications during testing. The wand associated with the complaint event is manufactured with a use limiting fuse to prevent reuse of the wand. If the wand's use limiting fuse has been blown, the wand is designed to trigger an alarm on the controller upon connection to prevent reuse. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge or power interruption to the subject controller at the customer's facility. An issue with the concomitant wands the customer was using at the time of this complaint event, which were not returned for analysis. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. Improper power cycling of the subject controller such as disconnecting the wand from the controller after the power has been turned on or turning the controller power off after the wand has been connected.